Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation confirmed via CT scan. It was noted that there was no pacing in the rv. A new lead was successfully implanted. No additional adverse patient effects were reported.